Manufacturer narrative:
As service call was made. Completed the unexpected reactions checklist. Instrument is within specifications.

Event description:
On (B)(6) 2016, a customer reported unexpected negative reactions when testing a patient sample on a galileo echo instrument m00966. The patient has known anti-e antibody that was detected on (B)(6) 2013.